Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was struck by a hit and run driver of a motor vehicle that ran off the road and into the driveway, where end user was sitting in his motorized wheelchair. End user was not wearing a seat belt. The owner's manual warns, "always use the seat belt".

Event description:
Reportedly, while the end user was occupying the motorized wheelchair in a private driveway, he was struck by a hit and run driver of a motor vehicle that ran off the road. Allegedly, as a result of the incident, the end user sustained multiple injuries and required hospitalization. End user was not wearing a seat belt.